Event description:
It was reported to boston scientific corp that a wallstent rx biliary endoprosthesis was used during a biliary stenting procedure on a female pt. According to the complainant, after partially deploying the stent, it was noted that it was not at the target lesion. The stent could not be retracted into the inner sheath. This unit was removed through the scope and the procedure was completed with another wallstent rx biliary endoprosthesis. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.